Event description:
Report received from (B)(6), stating that during service it was found that the device had a worn hose. It is unknown if the event occurred during surgery. It is also unknown if there was any injury or medical intervention reported related to this occurrence. No additional information was available. The date of the event was unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was confirmed. If additional information becomes available, a supplemental report will be submitted. (B)(4).